Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8709, serial# (B)(4), found coring in the cup of the sutureless connector; leaking was seen during pressure testing. It was also noted the catheter was partially occluded upon receipt and the occlusion broke loose during decontamination. The catheter was received in segments.

Manufacturer narrative:
Conclusion code fdc was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 9.2 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient had increased pain. A dye study was done and there was no cerebrospinal fluid (csf). Volume discrepancies were also noted. The catheter was accessed and aspirated in the operating room and there was no csf. No environmental, external, or patient factors were noted to have led or contributed to the issue. Both the pump and catheter were replaced on (B)(6) 2016 and the patient was started back on 10 mg/ml of infumorph at 1 mg/day. The patient had good csf return at implant. It was unknown if the issue was resolved, however the patient had a follow-up with their healthcare provider (hcp) scheduled for (B)(6) 2016. The patient was noted to be "alive - no injury". The date of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.